Event description:
Discordant, falsely low magnesium results were obtained on two patient samples on a dimension vista 1500 instrument. Only the discordant result of sample (B)(6) was reported to the physician(s). The samples were repeated on the same instrument and an alternate instrument, resulting higher on the alternate instrument. The results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer stated that the instrument displayed process errors during the time the discordant results were obtained. After evaluation of the instrument and instrument data, the cse discovered a leak on the manifold from sample probe 1 pump. The cse reseated the connection to correct the leak. The cause of the discordant, falsely low magnesium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.